Event description:
X-ray diagnostic table ysf-300 moved to reverse tilting position by itself before the examination was started. Patient on the table was supported by technicians not to fall off and did not get injured.

Event description:
Ysf-300 went negative 90 degree by itself. There is no health hazards.